Event description:
The customer reported via phone call that the threshold suspend feature would be activated due to inaccurate readings with their sensor. Customer's sensor glucose would be 56 mg/dl and their blood glucose would be 121 mg/dl. The customer also reported a full black circle on their insulin pump's screen. It was also found the insulin pump had a constant tone after the battery was replaced 8 times. Customer stated their buttons were unresponsive to clear the constant noise. Troubleshooting was unable to resolve the constant tone. Troubleshooting was also not completed because the buttons were unresponsive. Customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.